Event description:
During an implant procedure, there were episodes of noise, high pacing impedance, and a loss of capture noted on the left ventricular (lv) lead. The lead was placed in a different position which did not resolve the event. The lv lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported events of noise, high pacing impedance, and loss of capture was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no physical damage or abnormalities with the lead. Electrical testing did not find any indication of conductor fractures or internal shorts, and the s-curve height was measured to be within specification. The cause of noise, no capture and high impedance noted during the implant procedure could not be determined.